Manufacturer narrative:
Additional information received on 15 may 2017 and includes: x-rays show progression of patient since index procedure. The revision surgery was performed via posterior approach. Ceramic femoral head removed using a punch, liner removed using screw technique, 2 screws removed, and acetabular component removed easily with no sign of bone ingrowth. Evidence of posterior wall defect extending into the medial pole of the acetabulum was found. Acetabulum was reamed and a 54mm trabecular metal component was inserted with screw fixation. Defect bone was grafted. Femoral head 32mm cocr was impacted with stable reduction and wound was closed. On 19 may 2017, the medical affairs performed a clinical evaluation and commented as follows: intraoperative fractures are known possible adverse events of total hip replacements, described and quantified in literature. They mainly depend on bone morphology and mechanical properties. In this case, according to the report, the acetabular fracture was immediately treated with screws and augmentation. Five months after implantation, fracture healing had not been achieved and therefore revision surgery was needed. The cause of this event cannot be determined but may be due to bone quality and patient characteristics. There is no reason to suspect a malfunctioning device. Batch review performed on 29 may 2017. Lot 161326: (B)(4) items manufactured and released on 31 may 2016. Expiration date: 2021-05-18. No anomalies found related to the problem. To date, (B)(4) items of same lot have been already sold without any similar reported event. On 02 june 2017 the r&d project manager performed a preliminary investigation based on the available images and commented as follows: the images were verified, showing the hip area, the cup and pe liner still covered with blood after the surgery, but from the received images it is not possible to determine the root cause of the event. Not available.

Event description:
Revision of the acetabular component scheduled due to fracture. During primary surgery, an acetabular fracture had occurred. The acetabular fracture was noted in surgery. Screws and bone graft were used to provide stable construct. Given that there was not bone union after months, the revision surgery was planned.